Event description:
It was reported that 54 months post-implant of a bifurcated device and infrarenal aortic extension; a computed tomography scan showed a proximal type I endoleak. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, operative notes and CT reports were provided for clinical assessment. Based on review of the medical records by clinical representative, the patient presented with an aortic aneurysm measuring 6.8cm, at the time of the initial procedure. At the four year follow up there was an increase in aneurysm size to 7.7 cm and a proximal type I endoleak. The type I endoleak was repaired with placement of a suprarenal aortic stent. Review of the medical records indicates the patient's aorta had a significant angle and this may have contributed to the type I endoleak. Patient's anatomy (neck angulation) may have contributed to the event. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.